Event description:
The retention dome was detached during percutaneous removal. The indwelling period was 120 days. The dome portion is expected to be excreted with the stool.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed. It should be noted that only the feeding tube was returned for evaluation. Gross and microscopic examinations revealed a partial tear in the feeding tube that is located between the 1 cm marker, and the retention dome. In conjunction with the partial tear site, the od of the tubing exhibits linear impressions. These linear impressions run nearly perpendicular to the axis of the tubing, and are seen in the same area as the tear site. These impressions in the tubing suggest localized compression pressure that has been applied to the tubing. The linear impressions in the tubing are typical of damage resulting from gripping the component with a traumatic surgical instrument such as a serrated hemostat. Gross visual and microscopic examinations show no evidence of a defect of deformity related to the manufacturing process. At this time the exact mechanism of damage is undetermined. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. The broken retention dome was not returned for evaluation. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.